Event description:
Patient had rialta placed on several years ago. Due to concerns of potentially asymptomatic insulation defects resulting in potential inappropriate shocks or catastrophic failure, it was recommended that the lead be x-rayed and under high voltage impedance testing. Test revealed shock impedance of 63 ohms which was consistent with last shock a few years previous.